Manufacturer narrative:
(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the dumbbell joint was stiff. The complaint was confirmed and the root cause has been associated with a friction problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider 2 tenet 7615, was not working, it is unknown whether the event happened during surgery. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported. Results of investigation have concluded the spider 2 tenet functional evaluation revealed the dumbbell joint was stiff which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.